Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the information received from the field the device was explanted due to an infection and extrusion of the electrode lead into the external ear canal. Further the electrode array was accidentally pulled out during an ear cleaning procedure. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the reported issue. This is a final report.

Event description:
The electrode has reportedly penetrated into her ear canal after an infection and was subsequently inadvertently removed during cleansing by a local ent. The user was reimplanted and is hearing well now.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The electrode has reportedly penetrated into her ear canal after an infection and was subsequently inadvertently removed during cleansing by a local ent. The user was reimplanted.